Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the zebra printer printed the unreadable qr code for insulin. A technical support specialist adjusted the dithering on the zebra label printer on cfnadmin and also ensured the changes reflected on cfnapp. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the zebra thermal printer was printing an unreadable qr code. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.